Manufacturer narrative:
The reported events were lead dislodgement and p-wave amplitude variation. The reported event of p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Additional information received notes that the lead was dislodged. Decreased sensing amplitudes were noted.

Event description:
It was reported during in clinic follow up that echocardiogram suggested that the placement of the atrial lead was causing tricuspid regurgitation. The atrial lead was explanted and the atrial port was plugged. The patient was stable following procedure.